Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2026 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury risk assessment. The ultimate risk is low, as that is the highest risk of the following considerations: 1. Patient/ caregiver. Performed risk assessment with dhfe-05196 "closed suction catheters and accessories hazards analysis" rev. 9; the most closely associated hazard is hzd005-01 "difficult or unable to insert/retract catheter" hazardous situation: "catheter difficult to advance during insertion/retraction" harm ID:70 probability of harm occurring (p) =1-improbable and severity (s) = 2-minor which is low risk. The calculated p1 based on complaints and sales in the previous 24 months is 0.0001% corresponding to improbable. Therefore, the probability of harm occurring (p) remains the same as the RMA and is determined to be low risk per ref-(B)(4). 2. Regulatory/ compliance reviewed ref-(B)(4), and there is low regulatory/ compliance risk. 3. Brand recognition and customer impact reviewed ref-(B)(4), and there is low brand recognition/customer impact. Device history record (DHR) review. Based on the device history record (DHR) review there were no abnormal processing issues noted. All products/packaging were produced per the approved manufacturing procedures, specifications, and inspections. Complaint history review. The complaint history was reviewed in grand avenue and etq from reported dates (B)(6) 2023 through (B)(6) 2025, and failure mode "catheter difficult to advance/detract". There were 26 other complaints reported for the same issue during the same timeframe. Sales = (B)(4) ea. Calculated occurrence (p1) = (B)(4) complaints/ (B)(4) ea sold) x 100 = 0.0001% occurrence ranking = improbable.

Event description:
It was reported the probe does not pass through the 2.5 nozzle (y), it is tested and verified and indeed it does not pass. .

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 16/jan/2026 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported the probe does not pass through the 2.5 nozzle (y), it is tested and verified and indeed it does not pass.